Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h6, h10. Based on the results of the investigation, the probable cause is likely failure of the sdi cable that was used for connection of the video signal. Documented efforts were made for additional information from the customer with no success to-date.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for physical evaluation. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported that a high definition lcd monitor had no image. There was no reported patient impact related to this event.